Manufacturer narrative:
Bayer case number: (B)(4). One implant was starting to break up [device breakage] haemorrhagic periods [heavy menstrual bleeding] immediately after the essures were inserted I reported pudendal neuralgia [pudendal neuralgia] ear, nose and throat (ent) problems [ear, nose and throat disorder] debilitating migraines [migraine] fatigue [fatigue] depression [depression] gynaecological problems [female reproductive tract disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-feb-2025. The most recent information was received on 03-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one implant was starting to break up") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. Essure was removed on (B)(6)2024. On unknown date she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), pudendal canal syndrome ("immediately after the essures were inserted I reported pudendal neuralgia"), ear, nose and throat disorder ("ear, nose and throat (ent) problems"), migraine ("debilitating migraines"), fatigue ("fatigue"), depression ("depression") and female reproductive tract disorder ("gynaecological problems"). The patient was treated with surgery (to remove essure). At the time of the report, the ear, nose and throat disorder and migraine had resolved. The reporter considered depression, device breakage, ear, nose and throat disorder, fatigue, female reproductive tract disorder, heavy menstrual bleeding, migraine and pudendal canal syndrome to be related to essure administration. The reporter commented: current status of patient: essures removed, one implant was starting to break up. Since then, no more depression or ent issues, the hormonal migraines have stopped. Actions taken in the healthcare facility to treat the patient. Comments: it is a shame that, as someone with essure implants, I was not made aware of the dangers of the implants after they were banned. A letter inviting us to attend check-up x-rays and to be vigilant would have been helpful. My health deteriorated over all those years, I don't know where I would be today. According to bayer qa, the batch number a15525 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)-2025: quality safety evaluation of product technical complaint. Case comments: an not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) one implant was starting to break up [device breakage], haemorrhagic periods [heavy menstrual bleeding] , immediately after the essures were inserted I reported pudendal neuralgia [pudendal neuralgia] , ear, nose and throat (ent) problems [ear, nose and throat disorder] , debilitating migraines [migraine] , fatigue [fatigue] , depression [depression] , gynaecological problems [female reproductive tract disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one implant was starting to break up") in a female patient who had essure inserted (lot no. A15525) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), pudendal canal syndrome ("immediately after the essures were inserted I reported pudendal neuralgia"), ear, nose and throat disorder ("ear, nose and throat (ent) problems"), migraine ("debilitating migraines"), fatigue ("fatigue"), depression ("depression") and female reproductive tract disorder ("gynaecological problems"). The patient was treated with surgery (to remove essure). At the time of the report, the ear, nose and throat disorder and migraine had resolved. The reporter considered depression, device breakage, ear, nose and throat disorder, fatigue, female reproductive tract disorder, heavy menstrual bleeding, migraine and pudendal canal syndrome to be related to essure administration. The reporter commented: current status of patient: essures removed, one implant was starting to break up. Since then, no more depression or ent issues, the hormonal migraines have stopped. Actions taken in the healthcare facility to treat the patient. Comments: it is a shame that, as someone with essure implants, I was not made aware of the dangers of the implants after they were banned. A letter inviting us to attend check-up x-rays and to be vigilant would have been helpful. My health deteriorated over all those years, I don't know where I would be today. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.